Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. It is unknown if the ipg depleted prematurely. In turn, surgical may occur later to address the issue.

Manufacturer narrative:
Correction section b: b6 was inadvertently submitted with an incorrect procedure date on (B)(6) 2022 the updated correct date of procedure took place on (B)(6) 2022.

Event description:
Additional report received indicate surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.